Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported premature deployment was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation of the 7/20 absolute pro stent delivery system, the stent implant was observed to be partially deployed and flowering. The device was not used on the patient. A new absolute pro stent delivery system was used successfully to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.